Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿. No product was returned for evaluation. Should new relevent information become available,a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. During a systems check with tandem technical support the customer reported using fiasp brand insulin and using the infusion set for longer than the recommended period which is considered off label per the tandem user guide. There was no reported adverse impact on the customers blood glucose level. The customer resumed insulin therapy.